Event description:
Procedure performed: myomectomy. Event description: [name] hospital. Surgeon push the thumb ring forward to deploy the bag but the prong was stuck and cannot deploy. Please consult with attached picture. They replace with a new one to complete this surgery. Product is available for return. Additional information was received via email on (B)(6) 2022 from [distributor] an applied trocar ctr73 was used at the time of the event. The prongs were exposed while inside the patient. Patient status: "fine". Type of intervention: the case was completed with a new device.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of jammed device. The metal supports were partially covered by the tissue bag. Based on the condition of the returned unit, it is likely that the actuator was retracted prior to full actuation, which resulted in the device being jammed and the bag partially slipping off the supports. It is also possible that a force was exerted on the bag, causing it to slip off the supports. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was initially reported based on the description of exposed metal supports. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury due to the metal supports being partially covered by the tissue bag.

Event description:
Procedure performed: myomectomy. Event description: [name] hospital. Surgeon push the thumb ring forward to deploy the bag but the prong was stuck and cannot deploy. Please consult with attached picture. They replace with a new one to complete this surgery. Product is available for return. Additional information was received via email on 07sep2022 from [distributor] an applied trocar ctr73 was used at the time of the event. The prongs were exposed while inside the patient. Additional information received on 13oct2022 via email from [distributor]: the user felt resistance when the actuator was pushed forward to deploy the bag out of the tube. The bag did not completely fall off the metal supports, only partially. Patient status: "fine" type of intervention: the case was completed with a new device.